Event description:
A report was received that the patient was having difficulty charging her ipg due to it being buried too deep following a recent revision. The remote had difficulty picking up signals and would not stop beeping. The patient will undergo a revision procedure.

Manufacturer narrative:
Date of event: (B)(6) 2012 correction to initial MDR. Additional information was received that the patient underwent revision wherein the old ipg was replaced with a spectra ipg and was relocated from its previous location. The ipg was replaced because the new system will reduce the amount of charging time. No device malfunction was suspected for the old ipg. The patient was doing well following the procedure. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was having difficulty charging her ipg due to it being buried too deep following a recent revision (MFR report #: 3006630150-2012-01707).the remote had difficulty picking up signals and would not stop beeping. The patient will undergo a revision procedure.